Event description:
It was reported that during a prostate procedure "tip came off fiber", the case was completed with a second fiber. Patient outcome: no patient or user injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #350b; serial #(B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited severe burnt on detritus; the glass cap exhibited severe devitrification at the output window; the metal cap adhesion location exhibited severe burnt glue; the outer flow tubing exhibits signs of contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "tip came off fiber" could not be confirmed; a cap fracture and glue failure were observed; the probable root cause of these failures are: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.